Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A review of mfg records was conducted and this lot of products met quality requirements for product acceptance. Add'l info will be submitted within 30 days of receipt.

Event description:
The target lesion was proximal left anterior descending branch (lad). The vessel was a de-novo and concentric lesion. Aha/acc classification of the vessel was type b1. The lesion length was 12mm and vessel diameter was 4.0mm. The procedure was an elective case. Pre-dilation was not conducted. Cypher (3.0/18mm) was implanted at 16atm for 15 seconds. Post-dilatation was conducted with a balloon (2.75/15mm) at 20 atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. A year and 5 months later, the patient complained of chest pain and he was brought to the hospital as an emergency. The patient developed acute myocardial infarction (ami) and cag was conducted. The thrombus was observed in the cypher. To treat the thrombus, aspiration and poba wad conducted. The physician commented that the thrombotic event could be due to an under-dilated stent of the fact that the patient stopped taking his ticlopidine hydrochloride 6 months after the index procedure.